Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) ¿ (B)(4). Approximate age of device ¿ 5 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6)2017. It was reported that on (B)(6)2017, the patient presented to the clinic with complaints of nausea and fatigue, and the lactate dehydrogenase (ldh) level was over 1,000 u/l compared to 200 u/l on the last clinic visit. The submitted log file was reviewed by the manufacturer¿s technical services representative, and a few unstained power elevations were observed. The patient went to another hospital for a second opinion, and log file analysis continued to reveal elevated pump parameters. The ldh was 1664 u/l on (B)(6)2017, 1741 u/l on (B)(6)2017, 1965 u/l on (B)(6)2017, and 1843 u/l on (B)(6)2017. Haptoglobin was less than 10 mg/dl. Ramp echocardiogram was suggestive of device thrombosis, with left ventricular decompression only at 11000 rpm. Chest CT showed no evidence of clots. The patient was being followed closely and was on a heparin infusion for a planned endoscopy. The clinicians were evaluating the patient for for a pump exchange versus a heart transplant. No additional information was provided.

Manufacturer narrative:
The patient remained ongoing on pump support at the time of the event. The report of power elevations was confirmed based on the evaluation of the submitted system controller log file. The log file contained data from (B)(6) 2017 11:49:22 am through (B)(6) 2017 09:10:55 am. The log file captured transient elevations in power and estimated flow on (B)(6) 2017, (B)(6) 2017, (B)(6) 2017, (B)(6) 2017, and (B)(6) 2017, reaching values up to 8.0 w and 9.8 lpm, respectively. All of these elevations appear to correspond with pi events. The pump appeared to have operated as intended above the low speed limit with no atypical alarms throughout the duration of the log file. The patient remained ongoing on (B)(4) support until they were transplanted on (B)(6) 2017. The explanted pump was returned and evaluated under medwatch MFR report # 2916596-2017-02409. The evaluation of the returned pump confirmed the report of device thrombosis. The detail of the investigation findings is included in that medwatch report and is also provided below for convenience in review. The pump was returned assembled with the driveline severed approximately 10 inches from the pump housing and appeared to have been exposed to a fixative agent prior to being returned. Examination of the pump blood-contacting surfaces found denatured blood and a ring of tissue-like thrombus adhered to the inlet bearing cup. The tissues showed laminated layering, indicating that the thrombus formed over an undetermined period of time while the pump was supporting the patient. The distal side of the rotor and the outlet stator revealed soft, non-laminated depositions. Although the lack of lamination and structure indicated that the depositions did not originate from this location, the contact marks observed on the distal end of the rotor suggest that the depositions were present for an undetermined period of time while the pump was supporting the patient. Although a specific cause for the development of the thrombus and the duration of its presence within the pump could not be conclusively determined, it could have contributed to the report of elevated lactate dehydrogenase. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.